Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character limitations the complete initial reporter name and address (event site name): (B)(6).

Event description:
It was reported that during a routine check, the cardiosave intra-aortic balloon pump (iabp) does not charge the battery.

Manufacturer narrative:
Updated fields - b4, d9, e1(site country, event site postal code - 20009, event site state - 20), g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h10, h11. Corrected fields - d5, e2, e3, g2. A getinge fse was dispatched to evaluate the unit. To resolve the issue power cord was replaced.

Event description:
N/a.